Event description:
It was reported that a device powered off w/o user input while connected to both ac and dc power sources. The customer stated that this occurred in the ICU care area and there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The eval was unable to confirm or reproduce the device to power off w/o user input. Review of the device history log does not show any "improper shutdown" messages which are always a product of a pump shutting off by itself other than following a dead battery alert. No malfunction could be identified related to the reported symptom.